Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data collected from the device was analyzed no anomalies were found.

Event description:
It was reported that the patient was hospitalized due to device pocket hematoma. The pocket was revised and the device remains in use. No further patient complications have been reported as a result of this event. The patient is part of the advance iii study.